Manufacturer narrative:
Additional information: it was reported that the patient was hospitalized for approximately two to three days. On an unreported date, the patient was treated with gentamycin (20mg, route and frequency not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (2g, intraperitoneal, duration and frequency not reported), gentamicin injection (20mg, intraperitoneal, duration and frequency not reported), and ixza (1g, intraperitoneal, duration and frequency not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy is ongoing. No additional information was available.